Event description:
Reportedly, during a normal pacemaker replacement, the ventricular threshold was elevated (2.2v at 1ms), but tolerable. The impedances and sensing were normal. When connecting the subject device in place of the old one: the measured threshold was too high. Physician didn¿t want to achieve permanent pacing with a threshold of 4.5v at 1ms. Another device was implanted instead. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, during a normal pacemaker replacement, the ventricular threshold was elevated (2.2v at 1ms), but tolerable. The impedances and sensing were normal. When connecting the subject device in place of the old one: the measured threshold was too high. Physician didn¿t want to achieve permanent pacing with a threshold of 4.5v at 1ms. Another device was implanted instead. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during a normal pacemaker replacement, the ventricular threshold was elevated (2.2v at 1ms), but tolerable. The impedances and sensing were normal. When connecting the subject device in place of the old one: the measured threshold was too high. Physician didn¿t want to achieve permanent pacing with a threshold of 4.5v at 1ms. Another device was implanted instead. The subject pacemaker will be returned for analysis.